Manufacturer narrative:
Medical device expiration date: na. Investigation summary: customer returned (1) 1/2cc, 8mm, 30g (B)(6) syringe in an open poly bag with the shelf carton from lot # 9231299. Customer states that the needle was missing when the shield was removed. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 9231299. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customers indicated failure (hub separates) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. CAPA# (B)(4) has been opened to address this issue.

Event description:
It was reported that the needle hub separated from the syringe 0.5ml 30ga 8mm 10bag 500 pl/wg. The following information was provided by the initial reporter: "consumer reported, when he removed the needle shield, the needle was missing." Via bd investigation: "the returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel."